Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation a review of the device history record of the product was conducted. The complaint has been investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. We will continue to monitor for similar complaints.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2014 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00070. Additional information provided on 13apr2016 determined this device was manufactured by cinc. Supplemental MDR# 1820334-2016-00276. Investigation/evaluation: during the course of the investigation a review of the device history record of the product was conducted. The complaint has been investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. We will continue to monitor for similar complaints.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2014 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00070. Additional information provided on 13apr2016 determined this device was manufactured by cinc. Supplemental MDR# 1820334-2016-00276. The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2014 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, vena cava perforation, organ perforation, embedded, chest pain, pain, diff retrieval". Cook will reopen its investigation if further information is received. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Unknown if the reported pain and chest pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 03/15/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to trauma and lumbar spine injury, impaired mobility, pe, dvt. Plaintiff is alleging vena cava perforation, organ perforation, embedded, chest pain, pain. Plaintiff alleges attempted retrieval on (B)(6) 2015.